Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a tip detachment occurred. The target lesion was located in the moderately tortuous and none calcified internal carotid artery. A 90cm 8f pv mach1 guide catheter was advanced to cross the lesion. However, the tip of the guiding catheter was detached. It was noted that the physician complained that the tip of mach1 guide catheter was left in artery during procedure. The detached tip was removed from the patient through surgery. No further patient complications were reported and the patient's status is fine.